Event description:
The patient's father reported that the 'up', 'down' and 'ok' buttons have become intermittently unresponsive. Reports no trauma to pump and no exposure to water. The patient wears the pump on his waist with a clip or in his pocket. The keypad is intact and he denies tearing or peeling.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. The 'up' button contact was found to be misaligned and all of the button contacts were found to be inverted.